Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, at 80% deployment, the valve was positioned at 4 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Upon full deployment, the valve dislodged to 0-1 mm on the ncc and 2 mm on the lcc. Upon echocardiogram, moderate paravalvular leak (pvl) was observed. A post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (beckton dickson true) 21 mm balloon, which decreased the pvl to a mild severity. A second post-implant bav was performed with a non-medtronic (beckton dickson true) 23 mm balloon, however upon removal of the balloon from the top of the frame, the valve dislodged into the sinuses at -4 mm on the ncc and -4 mm on the lcc. Severe pvl was observed following the dislodgement. Subsequently, the valve was snared into the sinotubular junction (stj), and a new valve was loaded. Following the successful deployment of the second valve at 6 mm on the ncc and lcc, a post-implant bav was performed. A mean gradient of millimeters of mercury (mmhg) and mild pvl were observed. It was reported that the patient went into complete heart block (chb) during the procedure and was subsequently treated with a temporary pacer. Following the procedure, it was noted that the chbhad decreased to a 1st degree atrio-ventricular (av) block. Per the physician, the patient's calcified anatomy contributed to the dislodge, and their septal bulge contributed to the chb.

Event description:
Additional information was received that per the physician, the patient¿s calcified left ventricular outflow tract (lvot) and septal bulge contributed to the dislodgement of the first valve. The deployment starting point of the first valve was at the bottom of the pigtail catheter, and the valve dislodged in the aortic direction. Additionally, a non-medtronic guidewire was used during the procedure. It was further reported that the complete heart block occurred during the implant of the first valve. The post-implant dilatation was performed on the second valve because the patient had moderate pvl following implant and a mean gradient of less than 10 mmhg. Clarification was provided that reported that the mild pvl and gradient of 5 mmhg were observed after the post-implant dilatation of the second valve.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.